Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was observed as a posterior needle to cuff miss based on the returned device condition. It should be noted that the proglide instructions for use (IFU) ce artery and vein (a&v) states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported suture malposition appears to be related to a posterior needle to cuff miss due to interaction with the patient anatomy based on the returned device condition. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath relative to a percutaneous aortic valve implantation interventional procedure. Reportedly, after deployment, the suture came out of the vessel because it was not locked/closing the vessel. Two additional proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.